Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 548 mg/dl, 587 mg/dl, 430 mg/dl and 450 mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer did not mention any symptom related to high blood glucose level. The customer reported that the sensor glucose value was showing low and they treated for it with orange juice. The insulin pump will not be returned for analysis.